Manufacturer narrative:
(B)(4). The customer reported that the device failed in testing, where error codes 90007 and 90008 were logged. There was no reported patient involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed in testing, where error codes 90007 and 90008 were logged. There was no reported patient involvement.